Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with two 400cc mentor memorygel breast implants experienced bilateral rupture post procedure. As a result, patient has a planned explantation (B)(6) 2022. This medwatch form is for the breast prosthesis a.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (b(6) 2022, mentor became aware that patient experienced bilateral capsular contracture baker grade unknown post procedure. Patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implant. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).